Event description:
It was reported that the surgeon decided to explant the pt's device due to the pt's ongoing pain issue. The pt has been treated with botox injections and methadone. The device was explanted and there are no immediate plans to reimplant. The pt's contralateral ear remains implanted.